Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer reports that their is missing piece of plastic, also the damage is on right hand side towards the clip of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No missing segments or display anomaly noted. Unit received with cracked case at reservoir tube and reservoir tube window. Unit received with broken battery tube threads and battery cap. Unit received with minor scratched lcd window. Unit received with corroded battery tube.